Manufacturer narrative:
It was reported that the patient experienced a loss of osseointegration on (B)(6) 2013. The device is not available for analysis. This report is filed october 24, 2013.

Event description:
Per the clinic, the patient was prescribed keflex (date and dosage not reported) to treat reported infection and pain around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4): implanted device remains.